Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that he was the physician that was called to consult the patient due to burning sensation during the MRI scan. The hcp reported that the patient was still being admitted to the hospital post MRI scan. The hcp reported that the patient had MRI scanned of his cervical and down to his thoracic region. The hcp reported that it was unknown the duration of time scan before the patient reported the burning sensation. The hcp reported that they thought the patient might have been in the MRI for at least an hour prior to the burning sensation. The hcp reported that the patient didn¿t remember if he had programmed his device into MRI mode or if he had turned the device off. No further complications were reported.